Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule which failed to attach. The pt wasn't injured following this procedure.